Event description:
Burn blisters after 1-2 hours [burns second degree]. Case narrative: this is a spontaneous report from a contactable pharmacist via (B)(6) (amk: no reference number provided). A (B)(6) female patient (not pregnant) started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date 1 time for 8 hours for muscle tension. Lot number and expiration date were not available. The patient's medical history included tumor disease from an unknown date and unknown if ongoing. The patient's concomitant medications were not reported. On an unspecified date, the patient experienced burn blisters after 1-2 hours of heatwrap use. No treatment was received for the event burn blisters. Action taken in response to the event for thermacare heatwraps was permanently withdrawn on an unspecified date. Clinical outcome of the event was resolved without sequel on an unspecified date. No causality relationship provided. Additional information has been requested and will be provided as it becomes available. Follow up (15apr2016): new information received from a contactable pharmacist via (B)(6): (B)(6) included treatment (no treatment was needed) and product data (no lot number can be provided). The outcome for the event burn blister was updated from recovered/ resolved with sequel to recovered/resolved. Follow-up (15apr2016): this follow-up report is being submitted to amend previously reported information: two types of thermacare heatwraps were mentioned in the initial report, thermacare neck, shoulder & wrist and thermacare lower back & hip. Suspect products updated. Follow-up (14feb2020): this follow-up is being submitted to notify that an investigation of the device is ongoing.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] burn blisters after 1-2 hours [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist via federal union of german associations of pharmacists (amk reference number (B)(4), bfarm reference numbers (B)(4) and (B)(4). A 55-year-old female patient (not pregnant) started to use thermacare heatwrap (thermacare neck, shoulder & wrist) 2 count pack from an unspecified date 1 time for 8 hours for muscle tension. Lot number and expiration date were not available. The patient's medical history included tumor disease from an unknown date and unknown if ongoing. The patient's concomitant medications were not reported. On an unspecified date, the patient experienced burn blisters after 1-2 hours of heatwrap use. No treatment was received for the event burn blisters. Action taken in response to the event for thermacare heatwraps was permanently withdrawn on an unspecified date. Clinical outcome of the event was resolved without sequel on an unspecified date. No causality relationship provided. The product quality complaint group provided the following investigation results. Reasonably suggest device malfunction was yes, severity of harm was s3 and site sample status was not received. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow up (15apr2016): new information received from a contactable (B)(6) pharmacists: (B)(4) included treatment (no treatment was needed) and product data (no lot number can be provided). The outcome for the event burn blister was updated from recovered/ resolved with sequel to recovered/resolved. Follow-up (15apr2016): this follow-up report is being submitted to amend previously reported information: two types of thermacare heatwraps were mentioned in the initial report, thermacare neck, shoulder & wrist and thermacare lower back & hip. Suspect products updated. Follow-up (14feb2020): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (30mar2020): new information from the product quality complaint group included: investigational results. Follow-up (09apr2020): this follow-up is being submitted as a final medical device report. Follow-up attempts are completed. No further information is expected.

Event description:
Event verbatim [preferred term] burn blisters after 1-2 hours [burns second degree] , . Case narrative:this is a spontaneous report from a contactable (B)(6) pharmacist (amk reference number (B)(4), bfarm reference numbers (B)(4) and (B)(4). A 55-year-old female patient (not pregnant) started to use thermacare heatwrap (thermacare neck, shoulder & wrist) 2 count pack from an unspecified date 1 time for 8 hours for muscle tension. Lot number and expiration date were not available. The patient's medical history included tumor disease from an unknown date and unknown if ongoing. The patient's concomitant medications were not reported. On an unspecified date, the patient experienced burn blisters after 1-2 hours of heatwrap use. No treatment was received for the event burn blisters. Action taken in response to the event for thermacare heatwraps was permanently withdrawn on an unspecified date. Clinical outcome of the event was resolved without sequel on an unspecified date. No causality relationship provided. The product quality complaint group provided the following investigation results. Reasonably suggest device malfunction was yes, severity of harm was s3 and site sample status was not received. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow up (15apr2016): new information received from a contactable pharmacist via federal union of german associations of pharmacists: (B)(4), included treatment (no treatment was needed) and product data (no lot number can be provided). The outcome for the event burn blister was updated from recovered/ resolved with sequel to recovered/resolved. Follow-up (15apr2016): this follow-up report is being submitted to amend previously reported information: two types of thermacare heatwraps were mentioned in the initial report, thermacare neck, shoulder & wrist and thermacare lower back & hip. Suspect products updated. Follow-up (14feb2020): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (30mar2020): new information from the product quality complaint group included: investigational results. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.